Event description:
Information received indicates fluid ingress onto the pins for the sidecom cable assembly causing the cable to corrode.

Manufacturer narrative:
The technician replaced the sidecom cable to repair the bed.